Manufacturer narrative:
(B)(4). Batch #: t9529u. The following information was obtained: after collecting the harhd36, the rep observed that half of the active blade was broken and missing from the harhd36. The rep called the surgeon and asked if there were any fragments remaining in the abdominal cavity. Dr said he did not observe any fragment after checking with endoscopy. It is possible that the missing tip fell off after the harhd36 was removed from the abdomen. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The reported noise issues could have been caused by the blade making metal to metal contact once it was damaged. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a liver resection, in the middle of the procedure, the doctor heard a metal friction sound and the generator gave an error signal. He then cleaned the active blade and restarted the system. After a while the error code appeared again and the harhd36 stopped working. He replaced the device with another harhd36 to continue the procedure. The procedure was successfully completed. There were no patient consequences.